Event description:
Additional information received reports that there is no issue with the leads and is therefore no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that there is no issue with the leads and is therefore no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead has migrated. The investigation did not determine which lead contributed to this issue. Surgical intervention is pending to address this issue.